Event description:
The hi/low function of the bed is drifting down.

Manufacturer narrative:
While performing preventive maintenance on the bed, the hill-rom tech found the hi/low function of the bed was drifting down. The tech cleaned the hi/low drive brake spring to repair the bed.